Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt expired unexpectedly. His wife and son found him in his home with his lvad alarming. The wife attempted to fix the alarm situation, but was unsuccessful. It appeared that the pt had expired before they arrived.

Manufacturer narrative:
The system controllers, power module, universal battery charger, 14v power module pt cable, and 14v battery clips, were returned for evaluation and are currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.